Manufacturer narrative:
The investigation of access site bleeding has been completed. The pump was not returned for review (the cassette was returned). The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26370 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had a impella cp pump support placed for the patient admitted in with in acute myocardial infarction and cardiogenic shock. The access site was bleeding and the team gave one unit of blood, adjusted the angle and a new dressing was placed. The procedural outcome was the patient survived surgery.